Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was admitted to the hospital with diabetes ketoacidosis, the battery was dead and had unexpected restart alarm, low reservoir and no delivery alarm. It was stated that the piston was all the way down at the bottom of the pump, and not primed. Troubleshooting was done and the alarm was cleared. Insulin pump will not be returned for analysis.